Manufacturer narrative:
The investigation for the high purge pressure (hpp) has been completed. No pump was returned for investigation. Data logs show that on the last day of support there is a 3 min rise in pp and drop in purge flow triggering hpp and purge system blocked alarms. At the same time, flow increases and becomes saturated with upward shift in motor current (mc). The p-level is constant at p-4. The root cause of the high purge pressure was most likely biomaterial. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, a high purge pressure alarm was triggered. The purge cassette was replaced to troubleshoot the issue, but the high purge pressure remained. The physician declined use of tissue plasminogen activator and the decision was ultimately made to replace the pump. There was no patient harm.